Manufacturer narrative:
Patient initials are on (B)(6). Additional product codes for this report include nkg. Per the facility, the complainant parts were returned to the patient and are not available for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a posterior c2-t1 cervical fusion performed on (B)(6) 2015 with synthes synapse system (4.0mm rod) for a c6-7 subluxation. The patient was implanted as follows: c2, c3, c6, t1 had bilateral screws and c4 and c5 had screws implanted unilaterally (location unknown). There were no screws placed at c7. The patient began experiencing pain; thereafter, it was identified that the left t1 screw (4.0x30) slid or came off of the rod. The locking cap was free and not fixed in the screw. The revision procedure was performed (B)(6) 2015. The surgeon removed the locking caps and rods at all levels, replaced screws at t1 with new, larger screws (4.5x30mm), and extended the level through t3 with new rods and new locking caps. The procedure was successfully completed. The cervical screws (from the original surgery) remained in the patient and were not replaced. The surgeon commented that the patient should have been instrumented to t2 or t3 originally and further indicated that there was probably too much stress on the t1 screw. No surgical delay was reported. This report is 4 of 8 for (B)(4).